Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned. Analysis results indicate that the device met expected longevity with normal depletion.

Event description:
It was reported that during a device check, telemetry could not be established between the device and the programmer. The device showed no pacing on the electrocardiogram. It was determined that the device reached elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device check, telemetry could not be established between the device and the programmer. The device showed no pacing on the electrocardiogram. It was determined that the device reached elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.